Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1. Per the initial report, the home patient (hp) had a check patient line alarm. The technical service representative (tsr) helped the hp troubleshoot. The hp stated there was air in the patient line. The tsr advised to start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for check patient line alarm is not confirmed and the cause was not identified because the disposable set was not returned to baxter. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr (B)(4). The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.